Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on march 11, 2024. During scope cleaning, half of the bristles fell off. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results: the returned hedgehog dual-end brush was analyzed. Visual evaluation found that bristles were missing from the small channel brush. It was noted that the returned brush noted that the wire braid was slightly open indicating twisting of the brush during use. No other problems were noted. The reported event was confirmed. According to the directions for use (dfu), excessive twisting or torquing is not recommended. Based on all available information and analysis of the returned device, the most probable cause is failure to follow instructions, which indicates that the event occurred due to the user's failure to adequately follow the instructions for use. A review of the manufacturing documentation for this device was unable to be performed as the batch number is unknown. However, a ship history review was performed to identify the most probable batch number and a manufacturing review of the most probable batch number did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, half of the bristles fell off. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.